Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified. Although requested, patient demographics not provided.

Event description:
It was reported that during the infusion of heparin, the device stopped without alarming. Upon inspection, the pc unit displayed infusion complete on the heparin drip; however, the actual infusion was not completed and the pump did not alarm. The event occurred in the intensive care unit. There was no adverse effects caused to the patient. Per non-bd biomedical engineer, devices were inspected and no issues were found. Risk authorization cleared them for release and all devices were placed back in service.